Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 302 mg/dl that trended to 291 mg/dl during the call, while using a cartridge with approximately 68 units remaining and a cd infusion set without observed leaks, kinks, or bends; corrections were being delivered and the user was advised it can take one to two hours for glucose to regulate. Symptoms included elevated blood glucose. Outcomes included ongoing home monitoring without need for medical intervention. Investigation included a troubleshooting call assessing infusion set integrity, reservoir volume, delivery status, and confirmation of correction dosing. Investigation of this case revealed no device alarms and no observed infusion set or tubing anomalies, with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.